Manufacturer narrative:
Patient age or date of birth and weight not available for reporting. This report is for an unknown screwdriver for lumbar spine. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on (B)(6) 2017, the stardriver screwdriver shaft for universal reduction screw broke. There was no patient harm and all fragments were removed from patient. Surgery was completed successfully utilizing another device that was readily available. It is not known if there was a surgical delay. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown screwdriver for lumbar spine. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested and is currently pending completion. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that additionally one (1) stardrive screwdriver t25 with t-handle was identified broken prior to when the surgery started. This report is for one (1) stardrive screwdriver t25 with t-handle

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed for part # 03.620.001, lot #7426174: supplier lot number: 7426174, release to warehouse date: 17 july 2013, manufactured by: synthes(B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No device was returned to customer quality (cq). The photo provided of 03.620.001 screwdriver that reportedly broke was not clear enough to confirm it broke. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A visual inspection of provided photos and drawing review were performed at cq as part of this investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. A dimensional inspection could not be performed at cq as the device was not returned to cq. Unable to determine a definitive root cause. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.